Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high and low blood glucose levels due to being a brittle diabetic. Customer's high blood glucose was 276 mg/dl and low blood glucose was 50 mg/dl. Customer declined troubleshooting.